Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a side port leakage was detected. It was reported that one hour after the catheter use, when the catheter was inserted into the vizigo sheath, air could not be removed, and the hemostatic valve was damaged. The air was confirmed to be found in the side port. No air was introduced into the patient. The hemostatic valve issue was resolved by replacing the vizigo sheath with another new one. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).